Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly, the patient underwent right total hip arthroplasty and was implanted with a rejuvenate modular stem. It is alleged that she was revised due to altr.